Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the insulin pump had damage customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer¿s father states the buttons on the front were pushed in and getting hard to activate. Customer¿s father states the buttons were worn out. Customer¿s father states the esc and the up and down buttons were getting pushed in, also the b button. Customer¿s father states the battery cap was damaged. Customer¿s father states the insulin pump had rewind prime anomaly. The device will not be return for analysis.